Event description:
Customer reported burning smell and the unit shuts off.

Manufacturer narrative:
It was reported the unit turned off after about 30 seconds and there was a burning smell coming from the unit. No smoke or visible signs of burning was reported. The unit inspection indicated the pcb was worn at the power connector. The pcb and power harness were replaced. No injuries, open flames, or smoke emission were reported. The fire department was not called.